Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: insulation is pulling away. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause to the unit in relation to the complaint as it has passed the functional, and insulscan test. The probable root cause of the minor dents and scratches could be normal wear and/or sterilization methods. (B)(4). After the investigation was performed, the failure alleged in the complaint record was not confirmed/duplicated; therefore, is not a reportable event. This is a correction from malfunction to no report required.

Event description:
It was reported that the insulation had been compromised.